Manufacturer narrative:
This is a supplemental report to provide additional information. The guide sheath and the cytology brush of the subject device were returned to olympus medical systems corp. (Omsc) for evaluation. The tube of the broken cytology brush was not returned. The tube of the guide sheath was compressively buckled near the proximate side. The cytology brush was stretched out and broken at approximately 400 mm from the distal end of the tube. The manufacturing record was reviewed and found no irregularities. A likely mechanism causing the breakage of the tube of the cytology brush might be the following. 1. The instruments that had been used with the subject device, or the ultrasonic probe was withdrawn from the guide sheath while sliding resistance was high due to the shape or angle of the endoscope. This caused the guide sheath to deform such as compressively buckling. 2. The cytology brush was withdrawn from the guide sheath while the sliding resistance was increasing due to the shape and angle of the endoscope. This applied a force beyond the strength resistance to the tube of the cytology brush causing it to break. The above device handling has warned in the instruction manual as follows.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during the procedure using the subject device the following event occurred. The sheath of the device broke when the brush (device) was pulled out of the endoscope, and part of it fell into the patient's body. The fragment was retrieved. The intended procedure was completed with the subject device. There was no patient injury reported.